Event description:
It was reported that the patient with this implantable pacemaker device experienced a heart rate of 40 beats per minute (bpm) to 110 bpm when the right ventricular (rv) lead was activated. The physical therapist suspected something was wrong with the device. Boston scientific technical services (ts) attempted to switch modes for the activated rv and referred the patient to a physician. The device remains in service. No adverse patient effects were reported.